Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. The patient presented to the hospital and the physician opened the pocket, and was able to pull the lead out without touching the set screw, the set screw was never tightened. The doctor reinserted the lead and tightened down the setscrew, and everything measured in range. The patient was asymptomatic before, during and after the procedure. Patient will continue to be monitored.